Manufacturer narrative:
A ge service representative performed an on site investigation. The solenoid mechanism was found to be stuck. This was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had the tube stuck in the x-ray position. No patient injury was reported.